Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was recently hospitalized due to a blood glucose level of 38 mg/dl, which was treated with a glucose shot. Blood glucose level at the time of admission was 47 mg/dl. Caller stated that at the time of the incident, he was unresponsive, and paramedics were called.

Manufacturer narrative:
Insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and date test at 0.08730 inches. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Insulin pump also passed self test, off no power alarm test and unexpected restart error test. Insulin pump uploaded properly using carelink. Insulin pump communicated properly with the minilink transmitter and the glucose sensor simulator. No pump/sensor transmitter communication anomaly, calibration anomaly or calibration error noted during testing. Insulin pump had minor scratched display window, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip.